Event description:
Reporter noted particles in eye after phaco. Doesn't think they were all irrigated out. Pt had endopathalmitis two days post-op; required trans para plana vitrectomy and intraocular injection of antibiotics.